Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not pressurized. The fault occurred upon power on. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No physical damaged was found on the device. Normal operation check was performed. It was confirmed that the cuff did not inflate, confirming the customer's complaint. The root cause was a leak from the fitting (one-way valve) on the back of the cuff. As a result, the cuff assy and fitting smc were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.